Event description:
It was reported that the patient experienced hypoglycemia while using the blood glucose monitor. The patient received a blood glucose result in the "300's mg/dl range" on (B)(6) 2020 at 9:00 p.m. The patient injected his sliding scale 26 units of lantus based on the blood glucose result. The patient started to experience symptoms of sweating and blurry vision at around 9:30 p.m. The patient's wife treated him with chocolate chip cookies and soda due to him being unable to self-treat. The patient received results of 41 mg/dl and 47 mg/dl at 9:45 p.m. The blood glucose result of 112 mg/dl was taken at 10:30 p.m. When he started to feel better. The patient was not taken to the hospital.